Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged difficult to insert issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required d4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a breast biopsy procedure with the encor probe and marker placement with a senormark ultra. During the procedure, a click sound was heard during vacuuming and the patient felt pain. The device was not fully closed, and an obstruction was felt. The marker was successfully deployed. However, the proved was not fully closed after removal. It was further reported that the patient was experiencing significant bleeding, and a large hematoma was present. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a breast biopsy procedure with the encor probe and marker placement with a senormark ultra. During the procedure, a click sound was heard during vacuuming and the patient felt pain. The device was not fully closed, and an obstruction was felt. The marker was successfully deployed. However, the proved was not fully closed after removal. It was further reported that the patient was experiencing significant bleeding, and a large hematoma was present. There was no reported patient injury